Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented via remote transmission. Upon review, it was revealed that the implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. The patient did not receive therapy during the over-sensing. No intervention was made at this time.

Event description:
New information received noted that programming changes were successfully made on 27sep2019.